Manufacturer narrative:
The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a pars plana vitrectomy with membrane stripping and endolaser, the vitrectomy cutter was not working; there was no activity. There was no advisory displayed on the screen. It was decided to change the vitrectomy probe using 10,000 cutter, however, this did not resolve the issue. The system was switched out to complete the case without further incident. There was no patient harm.